Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that the alleged issue a week prior to contacting lfs. On evening of (B)(6) 2010, she tested her blood glucose and obtained a 500 mg/dl. She did not exhibit any symptoms at the time of testing. She then took an increase dosage of insulin according to the result and shortly later developed symptoms of feeling shaky, sweaty and dizzy. Patient retested again and meter read 580 mg/dl. She then self-treated with food and retested after eating and meter reading the mid 40-50's. She felt better after eating. The following day she went and visited her physician and tested on her meter and obtained a 401 mg/dl and then tested on the physician's meter and obtained a 327 mg/dl. She did not exhibit any symptoms and did not receive any medical treatment at the physician's meter. A quality control test was not done since the patient did not have any control solution. The patient tests at least 6-7x a day. The product was replaced. The complaint is being reported since the patient developed symptoms suggestive of hypoglycemia after taking an increase dosage of medication based on an elevated blood glucose reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.